Event description:
It was reported that the lens was implanted on (B)(6), 1996 and explanted (B)(6), 2012 due to an unexpected outcome. It was stated that the lens was replaced with a sulcus lens. No adverse effects were reported. It was reported that the patient is doing fine.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.